Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak from the luer connector was observed on a prismaflex m150 set c during priming. No alarm was triggered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph of the impacted set was provided. Visual inspection did not observe the reported leak, nor identified any specific issue on the set. Nevertheless, without testing the actual sample, the reported condition could not be refuted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.